Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 279 mg/dl, 70 mg/dl, and 149 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.